Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while implanting the left ventricular - lv lead, it was noted that the lv lead failed to disconnect from the guidewire and was damaged. The lv lead was not used and was replaced. The patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.